Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the brim cap detached, the hemostatic valve was leaking and air flowed back into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The customer reported the hemostatic valve was leaking, however, hemostasis was not compromised. Micro air bubbles presented into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium after the catheter was inserted. The brim cap became detached, however, no external damage to the hub structure was reported. The procedure was delayed 10 minutes. There is no information on how this issue was resolved but the procedure was successfully completed. No patient consequence was reported. Device evaluation details: the device evaluation was completed on 6/4/2019. The returned device was visually inspected and it was found in normal conditions. The device was connected to the cool flow pump and it was irrigating correctly. No water leakage or air bubbles were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. Correction: on 6/12/2019, it was noticed that additional information provided by the customer on 3/28/2019 indicates there was no detachment of the brim cap. This was supported by the initial visual analysis conducted upon product received by bwi¿s product analysis lab which found ¿brim cap was found intact and glued to the hub.¿ as such, the issue of ¿brim cap detachment¿ did not occur and a correction should be made under device code to remove the code 2907 (detachment of device or device component) . Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
During an internal review on april 23, 2019, it was noted that ¿manufacturer address street line 1¿ and ¿manufacturer site addr. Street line 1¿ on the 3500a initial report needed correction. They were initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿manufacturer address street line 1¿ and ¿manufacturer site addr. Street line 1¿ have been re-populated. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 00001067 number, and no non-conformances was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the brim cap detached, the hemostatic valve was leaking and air flowed back into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The customer reported the hemostatic valve was leaking, however, hemostasis was not compromised. Micro air bubbles presented into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium after the catheter was inserted. The brim cap became detached, however, no external damage to the hub structure was reported. The procedure was delayed 10 minutes. There is no information on how this issue was resolved but the procedure was successfully completed. No patient consequence was reported. The events of the brim cap detachment, hemostatic valve leak and air flowed back into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium have been assessed as MDR reportable. On 4/17/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified that the brim cap was found intact and glued to the hub, the dilator was not returned and the product revealed no physical damage. These findings alone have been assessed as not reportable, however, the complaint remains reportable for the reported event description.